Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, high capture threshold was observed on the right ventricular lead. High voltage lead impedance (hvli) and low voltage lead impedance were stable. The lead was reprogrammed, and the patient was scheduled for lead revision. The right ventricular lead was capped on (B)(6) 2019 and a new lead was implanted successfully. The patient was in stable condition.